Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at t10-pelvis. It was reported that the surgeon had difficulty breaking off the set screws at t10 and t11. It was reported that the surgeon removed the towers and exposed down to the screw head. The surgeon was then able to break off the set screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.